Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire inserted in the concomitant microcatheter was returned for evaluation. Approximately 15mm of the distal guide wire was out of the catheter tip. Both devices were stuck one another and could not be separated. Microscopic observation found that the catheter tip was deformed as it was pressed proximally where the coils of the guide wire were found unraveled and fractured at the mid solder located at 15mm from the wire tip. Under the x-ray observation, the coils under the deformed segment of the catheter tip were found tightened as well as loosened around the mid solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated torsion was applied on the guide wire while the wire tip was being caught by the severely calcified cto. When the accumulated torsion exceeded the product's design limit, it caused the coils to unraveled and eventually fractured. Due to unraveling of the coils, the tip of the concomitant catheter was pushed proximally, deformed, and both the guide wire and the microcatheter became stuck one another. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a severely calcified, chronic total occlusion (cto) in the unspecified below the knee region. An asahi astato xs 40 guide wire was advanced with an asahi microcatheter when both devices got stuck in calcium. Both devices were removed and replaced with new devices to continue the ppi. Plain old balloon angioplasty was then performed and the blood flow was successfully reestablished. There were no adverse patient effects.